Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger on two separate devices. No patient or staff injury was alleged.

Manufacturer narrative:
In accordance with 21 cfr 803 report number 2400100000-2022-8105 was received through FDA's medwatch program. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.